Event description:
It was reported patient received multiple inappropriate hv therapies for atrial fibrillation. Physician suspects it is not a lead issue. The system remains implanted. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.